Event description:
Customer reports receiving low readings with their freestyle flash blood glucose monitor. In blood glucose tests, customer received a reading of 117 mg/dl compared to a laboratory result of 351 mg/dl obtained within a 10 minute timeframe. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's products have been requested back for an investigation.